Event description:
It was reported that during a da vinci-assisted surgical procedure, when reinflating the lung after using the sureform 30 curved-tip stapler instrument, leaks were noted. Per a nurse from the site who spoke to the surgeon, the issue was related to a user error. The surgeon used the wrong reload color for the target anatomy when he fired the stapler, and as a result, the staple line was not strong enough to hold together. She further clarified that the surgeon was stapling an unspecified vessel to the lung at the time of the event. The clinical sales associate (csa) for the site added that the surgeon fired over something unspecified and had to convert the procedure to open. Intuitive surgical, inc. (Isi) made additional attempts to gather further information, however the procedure details, the event date, the cause and severity of the leaks, any surgical or medical interventions, the patient's status, and any other event details are currently unknown.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. A product has not been returned to intuitive surgical, inc. (Isi) for evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs and the device logs for a sureform 30 curved-tip stapler instrument could not be performed, due to insufficient information. No product number or lot number was provided, and the instrument was not returned to isi for evaluation. This complaint is considered a reportable adverse event and malfunction due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, when reinflating the lung after using the sureform 30 curved-tip stapler instrument on an unspecified pulmonary vessel, leaks were noted. The surgeon used the wrong reload color for the target anatomy when he fired the stapler, and as a result, the staple line was not strong enough to hold together. The procedure was converted to open. The procedure details, the event date, the cause and severity of the leaks, any surgical or medical interventions, the patient's status, and any other event details are currently unknown.